Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The target lesion was proximal to mid left anterior descending artery, nontortuous. The vessel was predilated with 3.0 x 15mm balloon. The physician deployed a taxus express2 3.5 x 16mm drug eluting stent without incident to nominal atms. The balloon deflated without any problems; there was no contrast visible under fluoroscopy. Per the facility's practice, the physician reinflated the balloon to 5-6 atms and deflated the balloon. The balloon would not release and the guide catheter was beginning to deep seat itself when the physician pulled back on the catheter. A .038 core wire was used to take the guide out of the left main and then the physician used the wire as a brace to lever the balloon free. The physician pulled back with greater force and the balloon released. There were no patient complications.